Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were found intact, the right plunger case had a piece broken off, and the bottom case was cracked. A review of the event history log identified primary audible alarm background test error in the history. Functional testing was performed using flow and occlusion tests. Testing was unable to duplicate the reported problem. No root cause could be determined. The speaker was replaced as a preventive measure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.